Event description:
It was reported that an unsuccessful attempt to expand the array in the uterus and an unsuccessful cavity integrity assessment (cia) test occurred during an attempted novasure endometrial ablation. The procedure was abandoned and a perforation in the "center" of the uterus" was confirmed on post hysteroscopy. The physician performed a laparoscopy and stitched the "cavity opening". The patient was discharged after the procedure. A hysteroscopy, dilatation and curettage (d&c) for "biopsy purposes", and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. A perforation was not confirmed "until after the device insertion". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore, the expiration date is not known. Serial number os the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).